Event description:
On (B)(6) 2000, I had mentor smooth saline filled breast implants placed under the muscle. Since that time, I have had an increasing amount of autoimmune problems. In 2002 I started having severe anxiety and panic attacks. In 2006 I started having food allergies with severe abdominal pain, fatigue and weight gain. In 2012 I was diagnosed with hypothyroidism needing thyroid medication. Since 2012 I have had weight loss, fatigue, hair loss, joint pain, breast pain, brain fog, ringing in ears, memory loss, migratory joint swelling, migratory rashes that are all for unk reason. In 2019 I was introduced to the idea of breast implant illness. Initially I thought it was absurd. I am a licensed medical professional and found it hard to believe that an implant could cause these problems. In reviewing my mentor saline implant product summary from 2000, it is clear that my implants were not FDA approved, just FDA cleared. It is also obvious that many, if not all, of my symptoms were listed on the bottom of the product summary as "possible autoimmune symptoms". Since 2013 I have had abnormal wbc counts, abnormal hormones, abnormal thyroid dysfunction and an alarming rate of arterial age (coronary artery disease). I am thin, in shape, eat mostly organic products and consider myself to be an advocate for healthy living. Despite this, I have been ill. Although many of my recent lab results are pending. I have provided some below. I am scheduled for explant (B)(6) 2019 and will be documenting my recovery and f/u test results. Please note that all implants have a silicone shell and are making women sick. It is not just the silicone filled implants. (B)(6). I can provide copies of all lab results if requested. Surgical removal of implants. FDA safety report ID# (B)(4).